Event description:
It was determined that the cause of this false high impedance message was a software error on m3000 v1.5.2.1 software; when system diagnostics were performed by the user with m3000 v1.5.2.1 software on m102/102r generators (normal mode output current >0 ma), normal mode diagnostics would actually be performed instead. The execution of normal diagnostics instead of system diagnostics is not apparent to the user, and the returned dcdc code was being compared against system diagnostic thresholds. No other relevant information has been received to date.

Event description:
High impedance was observed upon performing diagnostics. The device was disabled as a result and x-rays were ordered. No additional relevant information has been received.